Event description:
At an unk date, this pt presented with a complex type b aortic dissection and was implanted with two gore tag thoracic endoprostheses from the subclavian artery down to the supraceliac aorta. A gore tri lobe balloon catheter and coda balloon were used to dilate the stents. However, there was continued distal filling of the false lumen with compression of the true lumen. A palmaz stent was deployed into the distal portion of the device and aggressively postdilated. A follow-up chest CT angiogram revealed infolding of the proximal portion of the device. The distal portion of the stent-graft remained expanded as a result of the indwelling palmaz stent.

Manufacturer narrative:
Further investigation is pending.